Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Analysis also noted deformed coils observed in the neck region of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, the helix mechanism of this right atrial (ra) lead could not be extended despite multiple attempts. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.